Manufacturer narrative:
(B)(4). Approximate age of device ¿ 1 year. Analysis of the system controller log file provided by the account confirmed transient power and estimated flow elevations. No hazard alarms were captured throughout the file. A correlation between the device and the reported elevated pump powers and estimated flow values could not be determined. The patient remains ongoing on the pump. As described in the instructions for use, pump power is a direct measurement of motor voltage and current; therefore, changes in pump speed, flow, or physiological demand can affect pump power. A review of the device history records revealed the device met applicable specifications. No further information was provided. The manufacturer is closing the file on this event.

Event description:
The patient was implanted with a left ventricular assist device. It was reported that during a routine clinic visit on (B)(6) 2015, the patient's device was interrogated and significant changes (elevation) in estimated flow and pump power and decreased pulsatility index were noted beginning on (B)(6) 2015. The patient was reportedly asymptomatic for any acute changes, but reported experiencing vertigo over the last 3 weeks that began with a 24 hour gastrointestinal illness on (B)(6) 2015. The patient's mean arterial pressure by doppler was stable at 92. The patient's last three inr values as an outpatient were between 2.7-3.0. An echocardiogram showed that the patient's aortic valve remained closed (as desired). The pump fixed speed was decreased and an immediate improvement in pulsatility index was noted. On (B)(6) 2015, the patient's lactate dehydrogenase (ldh) was 260 u/l and inr was 1.9. The patient's pump power and estimated pump flow were still elevated. The patient was admitted and a heparin drip was initiated. On (B)(6) 2015, the patient's ldh was 204 u/l and the patient was discharged home on (B)(6) 2015. The patient's inr was 3.0 on (B)(6) 2015. All vad parameters were reported to be normal since discharge. No further information was provided.